Event description:
Additional information received noted that the atrial lead and right ventricular lead were explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
Related manufacture reference number: 2017865-2022-46019. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing causing inappropriate mode switch and the ventricular lead exhibited failure to capture. No interventions were performed. The patient was in stable condition.